Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a communication failure error and was unable to boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.